Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging feeling sick, short of breath. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer previously received information alleging feeling sick, short of breath. There was no report of patient serious harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internal and external parts of the device. The external investigation showed that there were no signs of contamination on the outside of the device. The internal investigation showed that there was some smokey contamination on the rear panel. Upon investigation of the blower box, it was noted that there were signs of contamination in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified for good power supply and power cord, airflow was verified to be operating correctly. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-71581-2 was incorrectly created. Please disregard the previous MDR.

Manufacturer narrative:
Additional information was received on september 18, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging feeling sick, shortness of breath, difficulty in brething, burning/smoke/electrical odour related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, there were signs of contamination on the outside of the device. During the internal investigation found some smokey contamination on the rear panel and noticed that there were signs of contamination in the blower box. The device's downloaded event log was reviewed by the manufacturer and found no error logs and the manufacturer observed secondary findings as contamination on rear panel and blower box. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint and confirmed that there was no evidence of sound abatement foam degradation/breakdown. In this report, section d9, g3, h3, h6 has been updated.